Event description:
It was reported that the pt, implanted in 2000, stopped being able to hear with her cochlear implant on (B)(6) 2012. There is no history of trauma. All external parts were exchanged, but there was no change in hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.